Event description:
It was reported that the right ventricular (rv) had gradually rising and high impedance measurements. It was also reported that a lead integrity alert was triggered. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2006; 4076 implantable pacing lead (B)(6) 2006. (B)(4).